Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, the patient underwent anterior cervical discectomy and fusion to treat adjacent segment disease, followed by a previous anterior cervical fixation surgery. A 7.0 mm tube was used, as the patient's lower jaw was elevated slightly toward the head, the airway pressure rose to 34.8 cm h2o. The retraction of the trachea was performed to widen the surgical field but stopped as it would not improve. From the fluoroscopy images, the cage insertion has a bent tracheal tube in the oral cavity, the tube was corrected by hand while checking with a laryngoscope, and since the vital signs were stable, the surgeons quickly closed the surgical wound. After the surgery, the tube was then reset, and ventilation returned to satisfactory levels. The tube was removed, but the patient's postoperative course was not remarkable. Article: endotracheal tube obstruction experienced during an anterior cervical discectomy and fusion author: dr. Masahiro aoyama publication: 15-oct-2020.